Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site not confirmed). Additional information has been requested but has not been made available as of the date of this report.